Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that after receiving a blood glucose result of 199 mg/dl, the patient began having symptoms of hypoglycemia. 13 minutes after that test result, paramedics arrived and received a result of 28 mg/dl on their meter. The patient was treated for the hypoglycemia by the paramedics and taken to the hospital for further treatment. Requested return of suspect device and strips, and replacement was sent.